Manufacturer narrative:
Manufacture date: 12/2014. Based on the available information, this event is deemed to be a serious injury. No patient harm was reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Pharmacist reported that the product malfunctioned five (5) minutes after insertion, resulting in fecal leakage. Reporter stated that prior to insertion, the product balloon had been verified as recommended using approximately 45 ml of air to test. Reporter stated no leaks of any type was evident prior to insertion. Reporter stated that after insertion of the product, the product balloon was inflated using between 39 and 41 ml of fluid. Reporter stated that after fecal leakage began, the product was removed. Reporter stated that after removal, the nurse noticed the balloon was deflated and "pierced/cracked at the junction of the finger pad and the balloon".